Event description:
A customer reported an issue with a pump that became overheated and hot to the touch while using tandem charging supplies. There was no adverse impact on the customer's blood glucose level. Customer service arranged to replace the faulty pump and provided goodwill tandem charging supplies. The customer was advised to use multiple daily injections (mdi) as backup therapy. They were also instructed on how to put the pump into storage mode before returning it, and agreed to return the faulty pump within 10 days using a pre-paid label.